Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a vaginal hysterectomy performed during mesh implantation. It was reported that following the procedure the patient experienced pain, infection, recurrence, bleeding, dyspareunia, urinary problems, and other symptoms attributed to the mesh implant. It was reported that on (B)(6) 2007 the patient underwent mesh revision & excision due to urinary retention. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 04/14/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly